Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hemicolectomy procedure, there was a problem loading the adaptor onto the handle. When the handle was being pulled out through the trocar, the adaptor separated from the handle and remained inside the trocar, meanwhile the handle was in the hand of the surgeon. This event happened after the resection, no more firing was needed, so the issue did not affected the case. Apparently any component fall into the patient cavity. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Degraded to not reportable in complaint review.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A representative adapter was inserted but it would not lock in place. It was noted that one of the 2 screws that holds the quick connect assembly to the body was stripped and partially unscrewed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer¿s quality release specifications at the time of manufacture. A review of the device history record indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.